Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced uncomforting chest pain. Fluoscopy was performed and revealed the right ventricular lead had perforated the heart. The lead was capped and replaced. The patient was in good condition post operation.